Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level because she missed her bolus for breakfast this morning, and she is going to go for a 30 minute walk and her blood glucose level should be normal when she comes back. Customer's blood glucose value was 485 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for the analysis.